Event description:
It was reported that the patient had a past revision of an implantable neurostimulator (ins) due to pain and tension at the connector block of the ins.

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot # j0537471v, implanted: (B)(6) 2005, product type lead. (B)(4).